Manufacturer narrative:
Citation: simon et al. Challenges of coronary catheterization after tavr. Ann cardiol angeiol (paris). 2021 nov;70(5):299-307. Doi: 10.1016/j.ancard.2021.08.008. Epub 2021 oct 9. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding challenges of coronary catheterization after transcatheter aortic valve replacement (tavr). All data were collected from a study population from a two french centers between february 24, 2015 and june 10, 2020 and also a meta-analysis of nine other articles. The study population included 33 patients who were predominantly female with a mean age of 80.6 years. Multiple manufacturer¿s devices were implanted in the study population; 11 patients were implanted with a medtronic evolut r (n = 7) or evolut pro (n = 4) bioprosthetic valve. Also, corevalve was referenced in the nine-article meta-analysis. No unique device identifier numbers were provided. Among all patients in the study population and the meta-analysis, adverse events included: post-tavr coronary angiography at a median of 132 days, valve-in-valve implant for an unspecified reason, valve malposition, coronary occlusion, and non-st segment elevation myocardial infarction (nstemi). Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.